Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the rectum resection procedure, after connecting the device reload into the handle, the jaws opening/closing were checked. The surgeon pushed the green button and tried to fire the device, but they could not squeeze the handle. The surgeon then used another reload with the same handle to resolve the issue in order to complete the case. There was no patient injury.